Event description:
The customer reported that she felt woozy, as if she gave herself too much insulin. She stated that she normally delivers square wave boluses, but this time she delivered a normal bolus. After dinner, she gave another 6.4 unit bolus for a blood glucose reading of 164 mg/dl. She then began feeling thirsty and itchy. The customer went to the emergency room where she was admitted with itchiness, facial swelling and a hoarse throat. The doctors did not know the reason for her reactions. The customer's blood glucose reading at the time of admission was 125 mg/dl. The customer was told by her doctors that her blood glucose levels would be abnormal for the next couple of days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.